Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with rewinding and priming and insulin squirted out. Customer blood glucose value was unknown at the of incidence. Customer also stated that battery cap was worn and somewhat wearing out. The device will not be returned for analysis.